Event description:
The metal backed patella and 9mm insert were removed and replaced with an all poly patella 6628-2-940 (lot uuexa) and an 11mm insert 2638-1-111 (lot bxoua). The poly on both components was worn.